Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Without the device evaluation, a cause for the reported sheath splitting incorrectly and carving of the sheath could not be determined. Contributing factors for the inability to split the sheath and carving include, but is not limited to, manufacturing, anatomical conditions and/or user technique. A tight tissue tract can cause radial force constriction resulting in resistance during the thumb advancer deployment and/or if the operator is not holding device in-line with tissue tract to maintain a straight flex guide while advancing the thumb advancer, difficulty can be encountered during the sheath splitting. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. Based on the lot history record review and a query of similar incidents for this lot, there is no indication of a product quality deficiency.

Event description:
It was reported that a physician, in-training in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the sheath did not split correctly and carving occurred. The clip was not fired. The device was removed and manual arterial compression was held to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.